Event description:
It was reported that cartridge used with tandem mobi leaked insulin at cartridge pigtail, and caller experienced issue twice on same day, also reporting cartridge alarm when trying to load new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, and technical support arranged return and replacement of affected cartridge.